Manufacturer narrative:
(B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of the surgical lights - volista access ii. It was reported that the keypads fell off during surgery. The fault did not cause any patient harm or delays in interventional procedures. However, we decided to report the issue out of an abundance of caution, as any component falling into the sterile field or during a procedure may cause contamination or injury.

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights - volista access ii. It was reported that the keypads fell off during surgery. The fault did not cause any patient harm or delays in interventional procedures. However, we decided to report the issue out of an abundance of caution, as any component falling into the sterile field or during a procedure may cause contamination or injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information indicate that upon the event occurrence, the device was being used for patient treatment. Root cause analysis was performed by a subject matter expert at the manufacturer¿s, the volista access ii headlight¿s keypad foil detached and dropped. The root cause of the front panel detachment in the capacitive keyboard to the pcb lies in the adhesive choice implemented during the product design stage. A design change (ecr-241203) has been initiated in order to improve the keypad adherence to the pcb. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).